Event description:
It was reported that the customer was hospitalized in (B)(6) 2012 due to high blood glucose. Caller stated that the customer's blood glucose reading was high at the time of admission. Caller stated that the high blood glucose may be related to changing of insulin from novalog to humalog. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.